Event description:
Patient treated in hospital for hyperglycemia. Patient believes their self-set basal settings are incorrect and reports that pump appears to be working correctly, user feels pump working fine. User error likely caused event. Patient will discuss basal settings with physician.